Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+1.0/084 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and was exchanged for a shorter lens. The lens exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4)